Event description:
The port had been placed for chemotherapy. It was reported that the pt went to the emergency room on 12/24/96, complaining of a cough and cold. A chest x-ray showed a catheter fragment in the pt's pulmonary system. The pt was transferred to another faciltiy where the catheter fragment was snared out via the femoral vein.